Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The hcp stated that the pump was no longer working, but was unable to provide further clarification. The hcp wanted to know "MRI compatibility if pump is not working". The hcp also mentioned that patient was in the process of getting the pump removed. There were no symptoms reported. The onset date of the event was unknown. No further information provided.